Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2021-07187. A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma.

Event description:
Patient reported "rupture". Patient provided imaging report, the event of "silicone granuloma/free silicone" was reported. Healthcare professional later reported "rupture as well as a exchange from textured to smooth due to concern with the product", confirmed via ultrasound and mammogram. Healthcare professional later reported "impact chest from steering wheel of car". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. ¿ granuloma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "rupture". Patient provided imaging report, the event of "silicone granuloma/free silicone" was reported. Healthcare professional later reported "rupture as well as a exchange from textured to smooth due to concern with the product", confirmed via ultrasound and mammogram. Healthcare professional later reported "impact chest from steering wheel of car". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation.

Event description:
Patient reported "rupture". Patient provided imaging report, the event of "silicone granuloma/free silicone" was reported. Healthcare professional later reported "rupture as well as a exchange from textured to smooth due to concern with the product", confirmed via ultrasound and mammogram. Healthcare professional later reported "impact chest from steering wheel of car". This record is for the left side. Device was explanted and replaced.